Manufacturer narrative:
Evaluation: results: the complaint could not be confirmed. Only one of the two explanted leads was returned for analysis. The lead was visually examined under the microscope and the only anomaly observed was compression marks on the outer tubing consistent with damage that occurs during the explant procedure. The lead passed all functional tests. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system consisting of 2 leads (same lot) on (B)(6) 2008. It was reported the pt was experiencing uncomfortable stimulation. Reprogramming did not resolve the issue. The physician removed and replaced both scs leads.